Manufacturer narrative:
Unique identifier (UDI): (B)(4). - the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The son of a peritoneal dialysis (pd) patient called technical support reporting that his mother had encountered a solution bag line blocked error message while in dwell 3 of 4. According to the patient¿s son the patient completed the treatment using the cycler despite the error message encountered. However, while removing the cassette at the end of the treatment the patient¿s son noticed some fluid inside the cycler cassette compartment. Technical support advised to contact the pd nurse regarding this incident and use manual supplies to complete the pd treatment while waiting for the new cycler to arrive. Upon additional follow up with the patient it was determined that the cassette/tubing set in question was discarded. Upon follow up with the patient¿s pd nurse it was determine that the patient had not experienced any adverse events as a result of this incident. There were no antibiotics prescribed as prophylactic and the effluent culture test results were negative.